Event description:
During preventative maintenance of the device, the user reported the clear dome on the air inlet filter was cracked and created an audible leak. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.